Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection showed the actual sample to be wet and without blood contact. There were no visible indication of an internal blood leak event. Functional leak testing was performed on the blood side and dialysate side of the device and no leakage was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: pharmacie - (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) internal blood leaks were observed from two (2) polyflux 14l dialyzers during hemodialysis therapy. The machine alarmed "high ptm" and "significant blood leak" for both events. The blood was reported to be returned to the patient. The device was replaced with a dialyzer from a different batch to continue treatment. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: h11: the initial MDR was submitted in error. The reported ¿internal blood leak¿ was not confirmed in the complaint evaluation. The blood loss in a single internal leakage event would be limited to the volume contained in the extracorporeal circuit if not returned to the patient, which corresponds to 5 -10 % of the patient¿s blood volume. This minor blood loss is not expected to result in any significant patient harm in a vast number of patients and does not have the likelihood to cause or contribute to death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.